Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was found to have dislodged. A revision procedure has taken place to reposition the electrode. No resulting adverse patient effects were reported. Subsequently, the electrode was successfully repositioned via a one xiphoidal and one upper sternal, incision. The electrode remains implanted and in service with no resulting adverse patient effects.